Event description:
It was reported that the customer smelled insulin in the reservoir compartment. The blood glucose reading is 271 mg/dl. Customer has treated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.